Event description:
It was reported that there was damage to the white power cable of the system controller. There were no alarms for the event. It appeared the bend relief section of the white cable connector separated from its intended location and migrated down the power cable exposing a portion of the power cable that should not have otherwise been exposed. The system controller was replaced. The patient tolerated the procedure without any physical harm.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
The healthcare provider indicated that the patient experienced an adverse event that required intervention to prevent permanent impairment/damage.

Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a damaged strain relief was confirmed via visual analysis. The heartmate 3 system controller (serial number: (B)(6) was returned for analysis and upon initial observation the white power cable connector¿s strain relief was broken. A log file was downloaded ((B)(6)) for review that showed events spanning approximately 3 days ((B)(6) 2024, (B)(6) 2024 per timestamp). Events occurring on (B)(6) 2024 were recorded during testing at abbott. The driveline was disconnected on (B)(6) 2024 at 11:43:06 for a system controller exchange. There were no notable alarms active in the log file that would indicate an issue with the system controller. The system controller was functionally tested and operated a mock loop for an extended period during testing without any issues or alarms becoming active. The observed damage did not affect the system controller¿s ability to operate the system as intended. Multiple good faith efforts were sent asking if any log files could be provided. To date, no response has been provided. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records were reviewed and the records revealed the heartmate 3 system controller (serial number: (B)(6) was manufactured in accordance with manufacturing and qa specifications. Heartmate 3 instructions for use section 8 entitled ¿caring for the equipment¿ and heartmate 3 patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. Heartmate 3 patient handbook section 10 and heartmate 3 instructions for use (IFU) section f, both entitled ¿safety checklists¿, provide checklists to assist the patient in performing routine maintenance of heartmate 3 lvad. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.